Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles. The following information was provided by the initial reporter: when primed with fluids bubble forms in tubing, making you unable to attach to pump. No harm was reported; documented as a near miss.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that when priming with fluids bubble forms in tubing, making them unable to attach to pump. One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample was primed with water and checked or leakage, air-in-line and occlusions. No failures were identified. The sample was then placed in an alaris pump and a simulated infusion was conducted at 125 ml/hr for 1 hour. No failures were identified during the simulated infusion. The customer complaint of air bubbles/air in line were not confirmed. A root cause could analysis was not conducted because the failure was not replicated. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.